Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issues on (B)(6) 2025. The infusion set cannula was kinked. The event occurred within three hours of insertion. The insertion site was abdomen, upper buttocks, and thigh. The blood glucose level was 257 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). No further information is available.